Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the right ventricular (rv) lead that had been placed in the bundle of his was found to be dislodged. The lead was explanted and a new lead implanted in the apex. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.